Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was indicating that device gave an error indicating that the device¿s disk space was too low. Fse found that issue was with frontal ippc, six hdd for frontal and lateral ippcs. Fse replaced the frontal ippc, six hdd for frontal and lateral ippcs followed by software reload and created a ghost backup. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave an error indicating that the device¿s disk space was too low. The device was in clinical use at the time of the event. No harm to the patient or user was reported.